Manufacturer narrative:
Concomitant medical product: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The rep reported that the patient was being implant with the ins. The rep ran an impedance during the surgical procedure, after the leads were placed into the ins and impedances were checked out normal. The rep reported that once they went to program the patient during post-operative, they received an alert to check impedances. The rep reported that post-operative impedances showed electrode 11 was greater than 40,000 ohms. The rep was able to program the patient around the electrode to get coverage needed. No factors were noted to have contributed to the issue. The rep reported that no other actions were taken other than programming around the electrode that was out. The issue wasn't resolved. No further complications were reported.